Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went through the prompt to deliver a bolus; however, after pressing deliver, nothing occurred. Reportedly, there was no insulin on board on the pump, and insulin was not observed dropping. Tandem technical support verified in the bolus history that a bolus had not been delivered. During the call with tandem technical support, the input the same blood glucose (bg) value and number of carbohydrates, and was able to successfully deliver a bolus request. Recommendation was made for the customer to upload the pump data for tandem technical support to review if the bolus had been exited prior to being delivered. Although requested, no further information was provided on the reported event. The customer's blood glucose level was 110 mg/dl.

Manufacturer narrative:
During a follow-up call on (B)(6) 2017, review of the pump data log showed that the bolus delivery on (B)(6) 2016 had been cancelled by the user. The contact acknowledged the information provided.